Manufacturer narrative:
Product complaint # (B)(4). Additional information has been received, the previously reported event under mrn 8030965-2024-12638 is no longer considered reportable as it is a duplicate of mrn 8030965-2024-12636. No further follow-ups will be sent under mrn 8030965-2024-12638.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d1, d2, d3, d4, g4 - 510k: this report is for an unknown nail head elem: tfna/unknown lot. Part and lot number are unknown; UDI number is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that a patient, who is operated with trochanteric fixation nail advanced (tfna), has suffered a cut out. No other information was provided at this time.